Manufacturer narrative:
The delivery system and stent were returned in a sealed tray for analysis. The device was inspected through the tray and the stent was bent. The information available at this time is not enough to determine a root cause. Therefore, the root cause remains as undetermined. There is an investigation in place for this issue. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A lot history search was performed and found no other complaint against lot number 19105615.

Event description:
It was reported to boston scientific corporation that a flexima¿ plus was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during unpacking, it was noticed that the stent was bent. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of "stent kinked." Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima¿ plus was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during unpacking, it was noticed that the stent was bent. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.